Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) ECG trigger was not providing an appropriate waveform. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: d10.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field-d5 (version or model, catalog, unique identifier (UDI). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had issues with an arterial waveform. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had a fo sensor fail post-insertion and the pump has been using the inner lumen for the ap source. The balloon is inserted femoral and it was common practice for the customer's department to walk the femoral iabp patients. The customer stated that the arterial waveform dampens frequently and was inquiring recommendations on how to resolve. The customer had troubleshot the dampened waveform by flushing the inner lumen multiple times, aspirating the inner lumen, and replacing the arterial transducer set-up. Customer denied difficulty with aspiration of the inner lumen. It was also reported they had switched from auto-mode to semi-auto mode and from ECG to pressure trigger multiple times. Also, the xray was obtained earlier that same day, which revealed the distal marker was in the correct location. Personnel reviewed screenshots from the iabp monitor, which revealed the patient was in a vpaced rhythm, with a low conductivity of the r-wave. Esp personnel also recommended hanging out the ECG electrodes, placing doppler gel on the back of each electrode and then positioning them more anterior to "hug the heart" to increase conduction. The customer was recommended to place the pump back into auto-mode after the ECG electrodes were replaced. Also, it was recommended to switching to semi-auto mode, v/av trigger if the auto-mode did not provide appropriate waveforms and blood pressure indices. Additionally, the customer was told to obtain the daily chest xray to ensure to the distal marker remained in the correct location. Personnel requested screenshots once the recommended was completed. Later the customer sent over screenshots to personnel, the first revealed the pump was in semi-auto mode using v/av trigger and all waveforms and blood pressure indices were appropriate. The second revealed of the pump was in auto-mode using ECG trigger, the ECG was only triggering at a rate of 39 with a poor-quality arterial waveform. Personnel recommended switching back to semi-auto mode using the v/av trigger which the customer agreed. Should the customer have anymore questions or troubleshooting needs, they were told to contact the esp personnel again.